Manufacturer narrative:
(B)(6). Patient age/date of birth, gender and weight are unknown. Device is an instrument and is not implanted/explanted. A review of the device history records (DHR) was attempted: the part/lot combination is unknown at synthes (B)(4); no DHR review possible. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a small hexagonal screwdriver shaft broke during surgery. It broke into the head of a screw. The surgeon was not able to remove the tip of the screwdriver shaft from the screw head. There was a slight delay in the surgery, but the exact length is unknown. Concomitant device(s) reported: screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed as the screwdriver shaft was received with the distal tip broken off. The distal portion was not received. The complaint description and the received condition of the screwdriver shaft are consistent with shear failure due to torsional forces beyond the yield strength of the screwdriver shaft. However, given the unknown specifics at the time of the break and over the lifetime of the device, a root cause could not be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. The returned device is used throughout various procedures for screw insertion and removal. The screwdriver shaft was received with the distal tip broken off. The distal portion was not received. The transverse break is located just distal to the distal transition from the drive mechanism to the shaft. The fracture site was examined and no material voids or irregularities were identified. The balance of the device shows surface wear consistent with use and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. As the manufacture date is unknown, a review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.